Manufacturer narrative:
This report is being supplemented to provide additional information based on a component analysis. Additional information: h11. An analysis of the foreign material found that the material was primarily composed of silicone. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that foreign material was found in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed, due to a leak failure occurring in switch 1, therefore the reprocess could not be completed and foreign matter remained. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.